Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited pacing failure, high and rising thresholds, and had both pulled back and later dislodged and was caught in the myocardium. It was noted that the thresholds began to rise two weeks after implant. It was also noted that the patient experienced syncope, bradycardia, ventricular tachycardia (vt) and ventricular fibrillation (vf). The rv lead was explanted and an implantable cardioverter defibrillator (ICD) system was implanted. No further patient complications have been reported as a result of this event.